Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board needs to be replaced to address the issue.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board needs to be replaced to address the issue. The device and components pca and analog sensor were returned to the manufacturer's quality product investigation laboratory for investigation investigation could not duplicate the failure of e-032 from suspect sensor pca. The sensor pca operate as designed and could not determine the root cause of sensor pca failure from the service. The device's downloaded logs were reviewed by the manufacturer. There were 7 instances of of e-032 error. The suspected sensor pca was installed into the trilogy stb and operated on the stb for approximately 25 minutes. The investigation could not confirm a failure of the suspected sensor pca from the service. The sensor pca operated without any issues/alarms installed into the trilogy stb. Performed testing and the sensor pca passed all steps of testing and determined that suspected sensor pca operated as designed section d8, d9, h2, h3 and h6 were updated.